Manufacturer narrative:
On 18th aug 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Upon receipt, a visual inspection showed a portion of hydrogel was observed to be missing from the long end of the sensor. This missing hydrogel is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the user's complaint. In-house testing of the sensor showed that the sensor was chemically underperforming. A review of the in vivo data from dms showed diminished sensor performance, consistent with oxidation of the glucose indicating component of the sensor hydrogel, which likely contributed to the inaccuracies observed by the user. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 18 nov 2025. G3. Date received by the manufacturer? 18 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value (mg/dl) bg value (mg/dl) (B)(6). The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
D2b.corrected from sba to qhj.